Event description:
It was reported that "during surgery the serrated teeth, on one side at the back part of the clamp, broke off."

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.